Event description:
It was reported the physician was placing a central line. When removing the guide wire, the two physicians involved noted the wire uncoiled but was removed intact. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4).